Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after using a 6/7f mynx control vascular closure device (vcd). Manual compression was performed to achieve complete hemostasis. There was no reported patient injury. The procedure was interventional. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including the vascular sheath introducer insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported as little or none. The presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site was reported as little or none. Pulsatile bleeding at the puncture site was noted immediately upon device removal, and the sealant was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used. No issues were noted during balloon retraction or the button #2 step. The device is being returned for evaluation.